Event description:
The account alleged that the head section moved unintentionally.

Manufacturer narrative:
The account indicated the unintentional movement occurred once and could not be duplicated.